Event description:
It was reported that during a supply change the ilet user interface became unresponsive when the ¿do you see drops¿ prompt failed to function, and the screen froze. The user was instructed to open the ilet app and restart the ilet, after which the supply change completed successfully, and insulin delivery proceeded. No adverse clinical effects and no change in blood glucose occurred. Outcomes included no need for medical intervention and uninterrupted therapy after restart. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that a device software freeze occurred that resolved with a restart, with no recurrence during the session. It was concluded that the event was consistent with a transient user interface freeze with recovery after reboot.